Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a valvira user report which reported the following information: a healthcare professional reported that a customer was found unconscious and subsequently admitted into the hospital with a blood glucose level of 70.1 mmol/l compared to sensor scan results of 11.5 mmol/l - 11.8 mmol/l. Customer was diagnosed and treated for diabetic ketoacidosis (dka) and remained in the hospital for several days. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues.

Event description:
Abbott diabetes care received a valvira user report which reported the following information: a healthcare professional reported that a customer was found unconscious and subsequently admitted into the hospital with a blood glucose level of 70.1 mmol/l compared to sensor scan results of 11.5 mmol/l - 11.8 mmol/l. Customer was diagnosed and treated for diabetic ketoacidosis (dka) and remained in the hospital for several days. Based on the information provided, there was no report of serious injury associated with this event.